Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus customer service in malaysia. The evaluation of the subject device by the service department confirmed that a part of the coating on the insertion section was peeled off. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, but it is considered that the reported event occurred by physical stress, chemical stress, deterioration over time or inappropriate environment such as in direct sunlight, under high temperature or high humidity. The operation manual of the subject device has already warns following: important information please read before use: warnings and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. 4.1 insertion: insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube. 1.4 precautions: in case that inappropriate medicines or endoscope reprocessor are used, it may accelerate the deterioration of the endoscope and may cause come-off of parts and adverse event on patients¿ health. Chapter 5 storage and disposal: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The customer noticed that the insertion tube of the device was scratched during reprocess. Other detailed information was not provided. There was no report of patient injury associated with the event.